Event description:
It was reported that during a lap gastrectomy, air leaked from the valve. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information unavailable.